Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer states air bubble was detected during hemodialysis process. A crack was found away from the suture limb (about 15cm away). The catheter needed to be removed and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.